Event description:
Stent placement in right coronary artery. During attempt to remove the wire, it broke and remained in the rca. The patient required open heart surgery to remove the wire, in addition to bypass grafting of the lad. The patient was discharged in good condition.